Manufacturer narrative:
Tandem¿s t:slim user guide states that to check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed insulin leaking from the luer lock connection during the load process. During troubleshooting with tandem technical support, the customer disconnected from the luer lock and reconnected securely. The customer was able to observe insulin move in the tubing without drips from the luer lock. There was no impact to the customer's blood glucose level.